Event description:
It was reported that during a surgical procedure at the user facility, the housing of the device opened. The procedure was completed successfully with the same device; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the housing of the device opened. The procedure was completed successfully with the same device; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event, an unexpected opening or housing opened due to a locking issue, was not confirmed. No failures were observed, and the lid opened and locked as designed. As this is not a repairable device, it was not returned to the customer.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device has not been returned for analysis at this time.